Event description:
It was reported that the patient alert sounded for high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed. Other: it was reported that the patient alert sounded for high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient's status was reported as "ok". Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, impedance, high.